Event description:
The customer reported that during a coronary artery bypass grafting procedure, the pencil self activated. There was no pt injury. The procedure was completed with another pencil so the problem had no impact on the pt.

Manufacturer narrative:
(B)(4). Eval of the incident pencil confirmed the activation button sticks in the on position. The root cause was identified as a mfg error. The switch dome was inverted and machine malfunction caused the stamping to be misaligned to the plastic switch base. Additionally, if the pencil becomes deformed during reprocessing, this marginal misalignment could deform the stamping placement, possibly resulting in a stuck button. Corrective action has been implemented to prevent improper alignment in the future.